Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report#: 1627487-2013-05024, 05026. It was reported the patient is not receiving inadequate pain relief. It was also reported the patient is experiencing pain at the lead and anchor site. X-rays were taken, but the results are unknown at this time. The patient is scheduled to meet with an sjm representative for reprogramming on a later date.